Event description:
It was reported upon drilling pilot holes for transverse pin, the drill became lodged in the guide and was unable to be removed. No patient harm.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs. Unk drill bit lot# unk. MDR: 0001825034-2022-02449.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device found an unknown pin seized in one of the guide holes. Eight of the guide holes were found to be conforming one was found to be non-conforming as has burrs in the hole. The guide and pin exhibits signs of repeated use. Review of the device history records for the guide identified no related deviations or anomalies during manufacturing. Review of complaint history for the guide found no additional related issues for part search and the reported part and lot combination. No medical records were provided. This complaint is confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.